Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received from the field with battery voltage above elective replacement indicator level. Analysis of device image indicated that the device was within normal range of operation. Further analysis performed demonstrated normal device characteristics, with battery voltage above elective replacement indicator level. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that a patient presented in-clinic reporting shortness of breath. Upon examination, the patient's pacemaker was found to have eroded through the device pocket and was now visible. No pocket infection was reported. Further examination of the pacemaker revealed that the battery level had decreased by more than half only 2 years after initial implant. The physician decided to replace the pacemaker, so the pacemaker was explanted and replaced on (B)(6) 2021. No additional patient consequences were reported throughout the intervention process.